Manufacturer narrative:
(B)(4). Device evaluation summary: an labeled winding former with a undispensed suture and a detached needle of product code pdp2017 were received for evaluation. During the visual inspection, of the detached needle the swage and attachment area was observed with cracked barrel. During the visual inspection of the suture the impression is enough, and the insertion end was conforming to ethicon requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received the assignable cause of the performance pull off - suture needle and performance breakage suture was caused by a cracked barrel on the needle.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke easily or detached. There were no adverse patient consequences reported. During the visual inspection, of the detached needle the swage and attachment area was observed with cracked barrel.